Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the concentration of gabalon being used in the pump was unknown. It was un determined if the motor stall was due to magnetic resonance imaging (MRI) or electromagnetic interference (emi). The reported elective replacement indicator (eri) was normal. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2019, the contact was received from dr. (B)(6) on the phone. The patient who had been implanted the pump and performed refilling told that the alarm sounded every 10 minutes and dr. (B)(6) of the neurosurgery department examined that patient. When the logs were obtained, the motor was in the stalled status and spasticity seemed to be strengthened and it was further noted that the pump stopped working. Although refilling was attempted, the issue was not changed. It has been 4 months since the pump entered elective replacement indicator (eri) and replacement of the pump was scheduled in may. Therefore, replacing the pump hurriedly on (B)(6) 2019 was decided. There was no pump implantation data that matched the patient's initials, so details were scheduled to be confirmed at the time of the procedure. It was reported that the event was date of outcome was (B)(6) 2019 and noted that the event was unrecovered. The causality of the event was reported as not related to the drug and unknown if related to the catheter, pump, programmer, or surgical procedure. No further complications were reported and/or anticipated.

Manufacturer narrative:
H3: analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. H6: eval code-conclusion code 67 no longer applies to this event, eval code method code 4114 no longer applies to this event, eval code-result code 3221 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt. Identifier ro no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G9: the initial MDR was filed as MFR. Report # 3007566237.  Additional review showed the correct manufacturing site was site # (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that indication for use was vascular disease of spinal cord. It was reported that the daily dose was 225 mcg/day. It was reported that the event was recovered with a date of recovery on (B)(6) 2019. It was previously reported that the date of outcome was (B)(6) 2019. It was previously reported that the explant date was (B)(6) 2019 and new information reported that the explant date was (B)(6) 2019. It was reported that when interrogation was performed, motor stall was displayed. It was reported that a pump operability test and rotor test were performed, but no specific results of those tests were reported. Oral lioresal was administered at a dose of 9 tablets/day at the outpatient department in the period till the procedure. It was reported that no withdrawal symptoms were observed. An instrumental analysis of the pump was requested. After the procedure, administration was resumed at the dose of 225mcg/day which was the dosage before stop of the pump. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.